Event description:
A malfunction was reported with a pump, indicated by the error code malf 1, and the malfunction code was not resettable. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support arranged for a replacement pump to be sent to the customer, instructed the customer on returning the faulty pump, and verified the shipping details. The customer was advised on the steps to be taken upon receiving the replacement.